Manufacturer narrative:
The reported incident that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by over torque of the screwdriver. The device inspection revealed that the fracture pattern shows a torsional overload, this being the cause for the screwdriver to break. Moreover, corrosion was observed in the surface as well, which means that the breakage was motivated by the corrosion which weakened the material at a local point and initiated the crack. Improper maintenance of the device can lead to corrosion initiation. Regular maintenance and inspection should be in place in order to avoid such situations. Nevertheless a potential nc was opened to address the recurring issue of screwdrivers¿ breakage. Note, as stated in the cleaning and sterilization guide: ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used. Cleaning agents and disinfectants used during validation of the processing instructions in all cases ¿ follow the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant, ¿ select only detergents intended for cleaning and/or disinfection of medical devices made of metals and plastics, and ¿ select only disinfectants with approved efficiency (vah/dghm or FDA approval or ce mark). Ensure that the substances listed below are not ingredients of the cleaning or disinfection detergent chosen: ¿ organic, mineral, and oxidizing acids (minimum admitted ph value 5.5) ¿ strong lye (maximum admitted hp value 10.9*) ¿ organic solvents (for example: acetone, ether, alcohol, benzene) ¿ oxidizing agents (for example: peroxides, hypochloride) ¿ halogens (chlorine, iodine, bromine) ¿ aromated, halogenated hydrocarbons. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The screw driver was on power without torque power and the tip of the screwdriver broke off. The broken piece of the screwdriver was removed from the field another screwdriver was used to finish case. Sales rep clarified that the event occurred during a proximal tibia plate procedure. He reported "surgeon was using it on drill without a torque limiter and it broke. All broken pieces were removed from the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The screw driver was on power without torque power and the tip of the screwdriver broke off. The broken piece of the screwdriver was removed from the field another screwdriver was used to finish case. Sales rep clarified that the event occurred during a proximal tibia plate procedure. He reported "surgeon was using it on drill without a torque limiter and it broke. All broken pieces were removed from the patient."